Manufacturer narrative:
Information will be provided in a supplemental report when information is obtained.: an internal investigation could not be performed and therefore no results will be obtained. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the malfunction.

Event description:
It was reported the patient experienced their unit getting hot and emitting an burning odor. In turn, the patient's alarm sounded off.